Event description:
A falsely elevated high-sensitivity troponin I (tnih) result for one patient was generated on an atellica im 1300 analyzer. The initial result was reported to the physician(s), who questioned the result. The sample was repeated two times on the same atellica im and the results were similar to the initial result. The sample was repeated on an alternate method and the result was lower. There are no known reports of patient intervention or adverse health consequences due to the discordant, tnih patient results.

Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of discordant elevated results for a patient using the high-sensitivity troponin I (tnih) assay on an atellica im 1300 analyzer compared to an alternate method. The quality control (qc) results were within the range at the time of testing. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The limitations section of the instructions for use states: "values obtained with different assay methods cannot be used interchangeably. Interpretations using serial measurements should be based on results obtained with the same assay method. The measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology." Siemens healthcare diagnostics is investigating.

Manufacturer narrative:
Siemens filed the initial MDR on september 22, 2022. An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of discordant elevated results for a patient using the high-sensitivity troponin I (tnih) assay on an atellica im 1300 analyzer compared to an alternate method. October 17, 2022 additional information: the customer provided the results from the main lab testing: alternate method 2 tni result: 40 ng/l (cutoff 10 ng/l female). Alternate method 3 ctnt result: 14 ng/l (cutoff of 14 ng/l). Siemens healthcare diagnostics investigated. The customer observed an elevated atellica im high-sensitivity troponin I (tnih) result on one female patient serum sample that was low/normal on an alternate method (alternate method 1). The quality control (qc) was in range at the time the sample was run and the patient sample results were reproducible: atellica im initial result 121 ng/l (99th% female serum = 38.64 ng/l; male serum = 53.53 ng/l), repeated in duplicate (119, 119 ng/l). This indicates a sample/patient specific incident. The customer also had the specimen run on alternate method 2 which resulted 40 ng/l and is above the alternate method 2 reference interval (reference interval: female 10ng/l; male 20ng/l). The troponin t result on this sample was 14 ng/l (run on alternate method 3) and is at the reference cutoff of 14 ng/l for roche tnt. The atellica im tnih method is a high sensitivity troponin I method versus the alternate method 1 which is a point of care conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and alternate methods will have similar results. Results of atellica im tnih should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. No potential product issue is observed. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings.". The limitations section of the instructions for use states: "values obtained with different assay methods cannot be used interchangeably. Interpretations using serial measurements should be based on results obtained with the same assay method. The measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology.". No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated.